Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. Unrelated to the complaint, the pump's history showed frequent low battery alarms. No evidence of excessive battery use was shown in the pump's history. There was no damage observed to the battery compartment or cap and no power loss was duplicated. The current draws were found to be within specifications and no moisture or intermittent contact was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.